Manufacturer narrative:
Manufacture's investigation conclusion: a direct relationship between the device and the reported blood collection within the pleural cavity could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s reported infections could not be conclusively determined through this evaluation; however, the account reported that the infections were not device-related. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists bleeding and infection (including driveline and pump pocket or pseudo pocket infection) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was diagnosed with pleural effusion necessitating thoracentesis draining 1000 cc of blood following a chest x-ray on (B)(6) 2022. The pleural effusion resolved without sequelae on (B)(6) 2022. The patient also had a pre-existing staphylococcus epidermidis infection and was put on the same antibiotics after implant. The infection resolved on (B)(6) 2022. On (B)(6) 2022, the patient developed diarrhea and was clostridioides difficile positive.